Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient complained of numbness and pain at the device implant site. The device was evaluated. There were no issues noted with the healing process. Device testing was normal. The physician recommended moving the device to the right side of chest to determine if this would alleviate the issue. No additional adverse patient effects were reported.

Event description:
It was reported that the patient complained of numbness and pain at the device implant site. The device was evaluated. There were no issues noted with the healing process. Device testing was normal. The physician recommended moving the device to the right side of chest to determine if this would alleviate the issue. The device was explanted due to a therapy upgrade procedure for a new defibrillator device and has been returned for analysis. No additional adverse patient effects were reported. The returned implantable pulse generator was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned implantable pulse generator was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.